Event description:
Additional information received from the patient reported that to resolve the implantable neurostimulator (ins) turning off by itself the patient was turning the ins on and off themselves. It was noted that the patient had a lumbar surgery on (B)(6) 2016 and had only been using their ins occasionally since then.

Event description:
The patient reported that they believed the implantable neurostimulator (ins) was turning off by itself. The patient stated that they noticed this on (B)(6) 2016 and believed it was probably like that for a while. It was noted that the device worked after they charged it. The patient reported that they charged the device fully every 2-3 days. Indication for use was chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.